Event description:
Caller reported a false positive troponin (tni) result. Patient information not provided.

Manufacturer narrative:
Product services tested 1 rga patient sample, cal z and cal h on cardiac w46084. Observations for tni recovery, elevated values, and false positives follow: no high bias or elevated values were observed with the returned patient sample, cal z, or cal h. No error codes or standard outliers were observed with any sample. All data points with cal z were below the mfg cutoff. All data points with cal h were within the mfg 2sd range. Tni recovery with returned patient sample (B)(4) on triage was <0.05ng/ml and 0.00ng/ml on accessii. The customer complaint of an elevated tni value was not observed. Conclusion: note: returned patient sample was compromised due to improper storage conditions. Patient samples, notable to those with tni must be frozen so as to avoid protein degradation. Testing of returned sample gave <0.05 ng/ml tni on triage and 0.00 ng/ml on accessii. No discrepancy was observed. Positive and negative control testing on retention devices showed results within 2sd/manufacturing specifications. No deficiency was established; corrective action not required at this time.